Manufacturer narrative:
Product ID: mc1vr01-delsys (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, programmer testing was done and determined to be out of range. The physician attempted to retrieve the leadless ipg for repositioning. Applied tension to tether and railed the delivery catheter back toward the leadless ipg, and the catheter was flushed. After alignment, the tether was locked and then attempted to retrieve the leadless ipg back into the delivery system. The physician was not able to recapture the leadless ipg into the delivery system. The physician was advised to unlock tether to release device and realign. The catheter was flushed again after tether locked and physician attempted to push the deployment button forward. The leadless ipg still would not retract into the delivery system. The leadless ipg was manually pulled away from the endocardium. The system tether was unlocked to free the leadless ipg for another realignment attempt. After the leadless ipg separated from the cone, it was noted the tip of cone was bent. The leadless ipg was brought back to tip of catheter and tether locked. The entire leadless ipg system was then removed from patient's anatomy through the leadless ipg introducer. A different leadless ipg was successfully implanted. After case, physician ordered echo to verify device placement. A small effusion was noted but required no intervention. Patient was stable with no complications. Physician was not able to determine the cause of effusion or if condition existed prior to be implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.